Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 377 mg/dl compared to a reading of 200 mg/dl obtained on a competitor brand device and self-treating with 4 units of insulin. Customer subsequently experienced sweating, pallor, and slowness and had contact with a healthcare professional, and was treated with glucagon and glucose via IV (200 ml, 10%) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.